Manufacturer narrative:
Clinical setup reviewed and found that the occlusion of the circuit was very tight. Reported behaviour reproduced in lab. Due to low flow and low pressure conditions caused by occlusion, the pump was responding in fast mode algorithm. System worked as intended.

Event description:
User reported that the pressure regulation failed on their device. The device was continued to be used to complete the case successfully, with no harm to the patient involved.

Event description:
User reported that the pressure regulation failed on their device. The device was continued to be used to complete the case successfully, with no harm to the patient involved.

Manufacturer narrative:
Device investigation to be completed on return of device.